Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. Device was not implanted/explanted. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the circulator opened a size 11 x 400 mm tfna right nail and it was noticed there was a hair on the nail. The device was not used. The surgery was completed with an implant size 11 x 380 mm instead as this is what was available. There is no patient harm. The procedure was delayed for ten (10) minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: manufacturing location: (B)(4). Manufacturing date: 10-jul-2017 , expiration date: 31-may-2027 . Part #: 04.037.160s, lot#: h399756 (sterile) - 11mm/130 deg ti cann tfna 400mm / right - sterile. Quantity 6. Component parts reviewed: part 04.037.942.2 - lock prong, 130 degree, tfna bp-55 lot ¿ l425064 , part 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h249503 , part 04.037.912.3 - tfna lock drive bp-58 lot ¿ h382418 . Part 21127 - raw material lot bp-80 lot ¿ h216906. Raw material for (B)(4) received from (B)(4). Certificate of analysis received for (B)(4) meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for tfna assembly inspection (B)(4) and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn: ethicon (abq), ¿sterility documentation was reviewed and determined to be conforming.¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: complaint description: it was reported that the circulator opened a size 11 x 400mm tfna right nail and the physician's assistant (pa) noticed there was a hair on the nail. We simply discarded the implant and bagged. Investigation: the device was returned outside of the original packaging. As reported the implant was bagged at the facility. There is no indication that the hair was retained or sent back with the device. The device was then sent to monument and was decontaminated. The returned device shows no evidence of the complaint condition. Because the device was not sent back with the original packaging and the reported hair was not returned, the complaint could not be confirmed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Based on review of the DHR records there is no indication that any issues with material contributed to the complaint condition. Drawing/specification review will not be conducted at this time as it does not impact the complaint condition. Based on a review of the complaint history there are no additional reports of a hair in the packaging. The complaint could not be confirmed based on the returned state and there is no evidence of a systemic product issue based on the complaint history review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed and escalation to the field actions group is not required. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.